Event description:
The international customer reported the support arm bracket mounted on a ventilator stand came loose during transport of patient. The customer reported the bracket came off the rail it was mounted on and the bracket, including the support arm, fell on the patient. The customer reported there was no patient harm. Photos provided by the customer indicated the screw that secures the bracket to the rail was not fully engaged, and the bracket was loose on the rail. The loose bracket was therefore able to move off the rail during movement of the ventilator during transport. Use error was involved in this reported event.

Manufacturer narrative:
Bracket, support arm.